Event description:
The instruments were used during a laparoscopic burch procedure. The instruments were handed to rep in the packaging with "broken" written on one of the boxes. Surgeon may have dry-fired the instruments. Another instrument obtained. There was no consequence to the pt.